Event description:
Pt was admitted from rehab for a carotid subclavian transposition and tag thoracic endovascular stent graft. He had a subacute traumatic injury which resulted in a thoracic aortic pseudoaneurysm. The initial procedure was tolerated well. The following a.m. A cxr revealed the proximal portion of the device had collapsed in the aorta despite proper sizing. Therefore the pt was taken back to the or for placement of endovascular cuffs. It was felt that in the or that with the fluoro images that blood flow was being captured under one of the scallops at the inferior margin of the aorta and allowing blood to flow underneath the device. A completion arteriogram showed an excellent result now with a widely patent endograft.